Event description:
An endurant bifurcated stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and iliac morphology were not reported. It was reported that prior to implanting an endurant bifurcated stent graft, resistance was felt while flushing the guidewire lumen. When adding extra pressure to the syringe, something popped out of the lumen and normal resistance was restored. The device was then used and the rest of the procedure was performed without any issues. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: (cause of event unkown, device not returned for evaluation). Evaluation, conclusions: (cause of event unknown).